Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that station's database in recovery pending due to an unapproved knowledge base was installed on the station. Uninstalled the knowledge base and restarted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message for multiple users when they attempted to log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, d4, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-apr-2022 to 23-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis medstation es system had a login failure due to a particular windows update crashing the database. The technical support specialist followed (B)(6), recreated database and device synchronization was done to resolve the issue. The system functioned as intended after the technical support specialist assessed the device and was evaluated by the field service engineer.

Event description:
It was reported by the customer that pyxis medstation es system failed to login by multiple users showing "an unexpected data error occurred" and unable to open database. Also, the issue continued after rebooting the station. There were no adverse events or injuries reported based on this incident.